Event description:
A patient reported through social media that their lasik surgery "failed". Refractive measurements and some history were provided; however, no contact information was published. The patient cannot be identified, and no further follow up is possible. This report will address the patient's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).